Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose and insulin pump had motor error. The customer low blood glucose level was 40 mg/dl and high blood glucose level was 460 mg/dl. The customer could wake up with a blood glucose level was over 200 mg/dl. The customer reported that the insulin pump had unexplained no delivery alarms and scratches on the screen. The insulin pump will not be returned for analysis.